Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, after drilling the hole for the implant, the anchor could not be seated into the bone. No patient consequences were reported as a result of the malfunction. No additional information is made available.

Manufacturer narrative:
The follow up report is submitted to relay additional information received. The complaint cannot be confirmed as the medical records or and complaint sample was not returned for evaluation. Review of device history records found these units were released to distribution with no deviations or anomalies. A root cause cannot be identified based on the available information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure, after drilling the hole for the implant, the anchor could not be seated into the bone.it was alleged that the drilled hole was too small, possibly causing the issue with the anchor not seating properly. No patient consequences were reported as a result of the malfunction. No additional information is made available.